Event description:
It was reported the pt experienced a shocking sensation after being "electrocuted". In (B) (6) 2009, the pt bent over to unplug a tv cord from a wall outlet and experienced whole body shocking which felt like she was "electrocuted". Since that time, the pt experienced shocking when the stimulation was turned on. The shocking appeared to be cyclical, about every few seconds, however, the pt's stimulation was on a continuous mode. The shocking was not localized and seemed more intense when the pt's trunk was flexed forward. The pt was seen at the clinic. Movement and palpation would cause stimulation changes. Impedance measurements were normal. X-rays were recommended. Add'l info has been requested.

Manufacturer narrative:
(B) (4).